Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were unable to be reviewed as the product information for the devices involved in this adverse event is unknown. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4119: insufficient information available. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient was scheduled to undergo a revision surgery on (B)(6) 2023 for an unknown reason. The revision surgery was cancelled due to patient clearance. The revision surgery has not yet been rescheduled. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient was scheduled to undergo a revision surgery on (B)(6) 2023, for an unknown reason. The revision surgery was cancelled due to patient clearance. The revision surgery has not yet been rescheduled. Attempts have been made and no additional information has been provided.